Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 04/18/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: review of the black box data revealed cs 064 alarms indicating motor error. On investigation, the pump powered on and successfully performed rewind, load and prime steps. The pump was exercised for 24 hours without any alarms occurring. The pump was opened for investigation revealing moisture ingress and corrosion inside the pump at the motor connector.